Event description:
It was reported that the right atrial (ra) bipolar lead impedance was noted to be high at time of device change out. In addition, multiple polarity switches have occurred. The physician chose to leave the lead as-is for now, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.